Event description:
It was reported that the endowrist prograsp instrument does not open. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The customer complaint was unable to be replicate. Engineering also observed the distal end of the main tube to have two .125" long scratch marks located .250" above the proximal clevis. The scratches are deep enough to have removed a small amount of material from the tube. The scratches are not parallel to the tube axis, suggesting they were caused by instrument collisions. No other damage found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instruments intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.